Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
It was reported that the patient began experiencing nausea and hematemesis. A nasogastric (ng) tube was placed but the patient continued to have bloody output from the ng tube. The gastrointestinal (gi) team was consulted. The patient had no significant history of gi bleeding prior to ventricular assist device (vad) implant, but immediately post-operative the nursing staff did have a difficult time placing the ng tube and some blood was noted at that time due to the trauma. The patient was taken for an upper endoscopy (egd) which revealed diffuse esophagitis and multiple oozing sites in the stomach. The active bleeding sites were treated with a combination of hemoclips, cautery, and argon plasma coagulation. Specimens were also sent off to test for (B)(6), viral polymerase chain reaction (pcr) and histology. No blood transfusions were required. Hemoglobin has remained stable in the mid-8s. Anticoagulation was temporarily held. The patient remains hospitalized for monitoring in the intensive care unit. The vad remains in use. No further patient complications have been reported as a result of this event.